Event description:
It was reported that 2 bd nano pro ¿ pen needles were difficult to operate and product damaged device still operable. The following information was provided by the initial reporter: the consumer reported one needle from this box hard to insert into site plus the needle looked loose and wobbled in site. Date of event: unknown sample status: discarded the ones with issues, but has 9 unused pen needles left from this box.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter zip code: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd nano pro ¿ pen needles were difficult to operate and product damaged device still operable . The following information was provided by the initial reporter : the consumer reported one needle from this box hard to insert into site plus the needle looked loose and wobbled in site. Date of event : unknown. Sample status : discarded the ones with issues, but has 9 unused pen needles left from this box.

Manufacturer narrative:
Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.